Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts assisted the caller in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further problems. The customer was advised to contact support if the malfunction code recurs.